Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during removal of a arrowflex sheath from patient the sheath/coil wire suddenly unraveled. The suddenly unraveled coil wire was sharp and touched the finger of the user (completing the removal of the sheath). The sharp coil wire cut one finger of the user to the bone, so a surgery was required in order to treat the injury." Additional information has been requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include:9680794-2025-00291 and 9680794-2025-00290.

Event description:
It was reported that "during removal of a arrowflex sheath from patient the sheath/coil wire suddenly unraveled. The suddenly unraveled coil wire was sharp and touched the finger of the user (completing the removal of the sheath). The sharp coil wire cut one finger of the user to the bone, so a surgery was required in order to treat the injury." Additional information has been requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00291 and 9680794-2025-00290.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.